Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported this lead showed high thresholds and loss of capture. There was no evidence of asystole. Pacing output was changed to a maximum output until the pacemaker was explanted for normal battery change-out. This lead was explanted and replaced during that procedure.